Manufacturer narrative:
This issue may result in delivery field sizes that differ from those expected by the operator in a way that produces a treatment under-dose or overdose. Adequate user documentation has not been provided to address this particular circumstance. (B)(4).

Event description:
Accuray engineering reported that customer physicists may not have been given adequate information to commission the iris look up table. This applies only to systems that have iris I and have upgraded to the iris ii. Systems that were initially designed with the iris ii are not affected. There is no report of serious injury or death associated with this finding.